Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a stapler hemorrhoidectomy, after the device was fired the surgeon found that not all the staples were deployed. Hence had to stitch up subsequently. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5627h. Device evaluation: the analysis results found that the pph03 device arrived with the breakaway washer present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, the staple line was complete and the staples were noted to have the proper b-formed shape. Probable causes of the cut off center could be due to the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.